Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. Premature battery depletion was suspected. Due to low battery status, some troubleshooting could not be performed. No medical intervention was reported.

Event description:
New information on 6/20/2016 reported that the device was explanted and replaced. No further information was available.